Event description:
It was reported that the implantable cardiac defibrillator (ICD) went to elective replacement indicator (eri) sooner than expected. It was also reported that the left ventricular (lv) lead had phrenic nerve stimulation. The ICD was explanted and replaced and the lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - the device was returned, analyzed and analysis revealed that the device met 88% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.